Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose event. Blood glucose level at the time of the incident was 600 mg/dl. Customer had received insulin flow block alarm. Auto mode feature was not active at the time of high blood glucose event. Customer declined to troubleshoot. Customer's current blood glucose reading was 434 mg/dl. The insulin pump will not be returned for analysis.